Event description:
Good faith attempts were made and no further information was attained. Their explanted product will not be returned for analysis.

Event description:
It was reported that a vns patient was being scheduled for full revision surgery related to high lead impedance. The patient had surgery and good faith attempts are underway for the explanted product to be returned and further details about their high impedance.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.